Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood. The analyst commented that helix extension/retraction and length testing were all performed and all results, including electrical testing, were within specified parameters. Blood was observed in the sleevehead and on the helix which may contribute to the appearance of the helix being ¿slow to extend¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted to implant but not used. The helix extension mechanism was slow to extend. The lead was also oversensing after paced events. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).